Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to wear and fray of the forceps elevator lever. Also, evaluation found the following: due to wear of angle wire the play of up/down knob was out of the standard value, there was corrosion around forceps elevator, distal end had corrosion, the objective lens had a scratch, the suction and air/ water cylinder had no color, and the connecting tube was deformed, bending tube was deformed, adhesive around objective lens had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the albaran lever of the duodenovideoscope was defective. There was no report of patient harm, injury, or procedural delay. During device evaluation at olympus, it was found that the inside of the light guide lens and the charged couple device had white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.